Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture and pacing not delivered when required. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture and pacing not delivered when required. A new rv lead was successfully implanted. No additional patient adverse effects were reported. Information was later received from the field, that the cause of the loss of capture was suspected to be a fracture.